Event description:
A report was received that the patient developed an infection. Pus, redness and swelling were noted in the pocket site and lead insertion site. Oral antibiotics were prescribed but the infection was not controlled. The patient underwent an explant procedure. Infection was procedure related and not device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm. Model #: sc-4316, lot #: 17512995, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.